Event description:
Subsequent information received indicated that the shock impedance daily measurement was programmed off. The system remains in service. No adverse patient effects noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance (sli)measurement of 127 ohms which was detected via patient remote monitoring system. Additional information from the field representative indicated that the patient was known to have occasional oor sli measurement and refused to come into clinic for defibrillation threshold (dft) testing. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the device continued to exhibit a high out of range shock lead impedance of more than 125 ohms. The patient was on routine follow up. No adverse patient effects were reported. The device remains in service.